Manufacturer narrative:
The patient was brought into the hospital for renal failure. The nursing staff was placing a central line in for dialysis. While in trendelenburg the patients sats dropped. The nursing staff was unable to raise the bed flat and the patient had to be intubated. The patient requiring intubation as the staff were unable to elevate the head of bed is considered a serious injury requiring medical intervention. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Patients sats dropped and the bed could not be raised out of trendelenburg. The bed was located in room 1008 at the account. The patient was intubated. This report was filed in our complaint handling system as complaint #(B)(4).